Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Reference reports: mw5182536, mw5182537. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device: a high readings issue with the adc device was reported. The customer received unspecified higher sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer reports ¿I did a finger stick when sensor was at 202, the finger stick was 123. This has been about the 3rd sensor that reads bad. I now have a reading of 2059 with no eating yet.¿ no patient consequences or third-party treatment were reported. Adc customer service successfully contacted the customer; the customer received a replacement sensor and had no further concerns. Based on the information provided, there was no report of serious injury associated with this event.